Event description:
Additional information was received stating the device was approaching end of life with 2.73v, and the patient did not lose therapy.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Ipg exhibited normal battery depletion and is thus manufacturer report number 3006705815-2024-09843 has been deemed not reportable. No further reporting is requiredthe results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating the device was approaching end of life (eol) with 2.73v, and the patient did not lose therapy. This issue is no longer reportable as the ipg was approaching its normal end of life.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was to undergo surgical intervention. Upon further investigation, the patient ipg was dead and as a result, the patient was experiencing ineffective therapy. Surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.